Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure cod f-66 was confirmed and reproduced during product evaluation. This condition was caused by a leaking main battery. The main battery was replaced to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a flo-gard infusion pump with a failure code of 66; this condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in medicine a department. According to the hospital representative, no patient involvement, patient injury or medical intervention had been reported related to the device. No additional information is available.